Event description:
There is no update to the previous complaint description provided.

Manufacturer narrative:
One unknown biomet 3i screw was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported device was located on tooth site #19 and was used for 5 years and 1 month. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: precautions, breakage, warning per the applicable IFU, breakage may occur when device is loaded beyond functional capability. DHR review: DHR review was not completed for the unknown biomet 3i screw since the lot number was unknown. Complaint history review: a complaint history review was not reviewed for the unknown biomet 3i screw since the lot/item number was unknown. Post market trend review: february post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unknown b3i screw). Malf/event: based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
The customer clarified that the fractured screw was able to be removed from the implant.

Manufacturer narrative:
Supplemental report provided as customer confirmed the abutment screw was able to be removed from the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient was experiencing tenderness at the site, upon examining the patient the abutment screw was found fractured. New impression was taken at the site for a new crown.